Manufacturer narrative:
B3: corrected date of event. Section d brand name corrected.

Manufacturer narrative:
Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 56-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage c shock. During support, a screen freeze and unresponsive buttons were noted on the automated impella controller (aic) during a purge bag change, resulting in a ¿complete procedure¿ red alarm. The rn was unable to use the next, mute, or toggle buttons, and the issue was resolved by switching to a backup aic, after which support continued without disruption. No device removal, replacement, or data download was required. An echocardiogram was later performed after transfer from an outside hospital which revealed that the impella cp was shallow and posteriorly positioned, with the pigtail interfering with the mitral chordae. Due to concern for potential chordae rupture, interventional cardiology and cardiothoracic surgery were consulted. Repositioning was deferred, and the patient was escalated to impella 5.5 support later that day; the impella cp was subsequently explanted without complication. Based on the available information, the aic issue appears consistent with a temporary console interface malfunction rather than a pump defect, and the malposition of the impella cp appears clinically related to patient specific anatomy and clinical course rather than an intrinsic device malfunction. No evidence suggests that the impella cp or aic failed to perform as intended. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during device exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d6b explant date updated g1 MFR contact fax number added.